Event description:
Surgeon implanted "non-sterile" carving block without sterilizing unit. O.r. Staff did not notice "non-sterile" labeling. Upon realization that unit was "non-sterile", implant was removed.